Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3888-33, lot# v855431, implanted: 2012-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3888-33, lot# v855431, implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect following a fall. It was noted the impedance testing was done and the patient¿s implantable neurostimulator (ins) was reprogrammed. It was further noted the patient had less than 50% therapy relief at their left side implant. Additional information received reported that electrode 3 impedance was >10,000 and was left unprogrammed. It was noted that all other impedances were within normal limits. The reporter stated that reprogramming did not resolve the issue. It was noted the patient was not receiving effective therapy at the end of reprogramming. Additional information received reported the patient was notable to adjust stimulation. It was noted the patient programmer displayed a ¿call your doctor¿ icon and 574 error code. The reporter stated the ins was interrogated this past wednesday by a manufacturing representative prior to the patient¿s injection. It was noted the manufacturing representative exited the session properly after interrogation. It was further noted the patient had regular injections using fluoroscopy and x-rays. The reporter stated that after the patient was done with the scan, their healthcare professional interrogated the device, but could not read the ins with the clinician programmer. It was noted the patient interrogated the ins with the patient programmer and was the 574 error code. It was noted on the day of this report; the hcp interrogated the device and selected the lead configuration, but never programmed the ins. The reporter stated that when they interrogated the ins with the clinician programmer, the programmer read another programmer had bond and it prompted them to exit. The reporter further stated that when they re-interrogated the ins it prompted him for the lead configuration screen. It was noted the manufacturing representative read impedances >10,000 ohms. The reporter stated this was not new, but electrode three shows impedance >10k ohms. It was noted the patient felt the right side greater than left side and when stimulation was turned on they felt pressures with no tingling on the two leads. It was further noted that when the patient was seen by a manufacturing representative for reprogramming this past wednesday the patient was not feeling any stimulation in their leg. It was noted the ins battery voltage was 2.830 v. It was further noted the patient turned stimulation off during the night. Additional information received reported that prior to the patient¿s injection the ins was interrogated with a clinician programmer with a new software card. The reporter stated that after the patient¿s injection, the ins was interrogated with a clinician programmer using an older software cared and this was likely the reason for the 574 error and the erasing of the programs. Additional information was requested, but was not available as of the date of this report.